Event description:
Filter lodged between the storage tube and introducer transition area. The delivery system was removed and replaced to complete filter deployment to the targeted location. No pt injury or further complications were reported.